Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (rse) examined the system remotely and confirmed that motorized movements were not available. Upon troubleshooting rse found that boom wasn¿t moving without a lot of force, the brakes were not activating and there were no motorized movements. Rse has send a onsite work order to the customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system geometry movements would not move without a lot of force. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.